Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05716. The pt has two leads(from different lots). It was reported the pt is experiencing auto reducing issues. Reprogramming did not resolve the issue. An impedance check was performed and revealed invalid contacts on one of the leads. The pt will undergo surgical intervention on a later date to address the issue.